Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed the vibration assessment on pre-test. It was determined that this failure was caused by worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterilization process, it was observed that the attachment device needed bearings. During in-house engineering evaluation, it was determined that the device had vibration. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.